Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "citrate samples that were aliquoted in the secondary tube for freezing have a high number of fibrin threads and particles. Particles are observed after thawing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-feb-2022. Investigation summary: bd received 11 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to incorrect additive quantity or fibrin were observed. Visual evaluation of the additive in 11 returned samples comparing with 100 retained samples did not confirm excessive additive. Analytical testing and visual inspection of the retained, returned and control tubes did not confirm the reported defects. Bd was unable to confirm the customers¿ indicated failure mode, fibrin threads/particles, because the defect was not evident in the retained or returned lot samples. Visual evaluations of retained, returned and control samples for fibrin threads/particles demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect additive quantity or fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to incorrect additive quantity or fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "citrate samples that were aliquoted in the secondary tube for freezing have a high number of fibrin threads and particles. Particles are observed after thawing.".